Manufacturer narrative:
(B)(4). B5: describe event or problem subsequent to the initial MDR, additional information is available and a correction is required. D9: device returned to MFR additional information. D9: date device returned additional information. E1 initial reporter first name correction. H2 type of follow up: additional information/correction. H6: additional information.

Event description:
Subsequent to the initial MDR, additional information is available and a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.